Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# l65832, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
It was reported that after three treatments the patient had a return of some tremor about three to four days after the electromyogram. The patient had an emg done on november 3, 5, 6, and 7 to check the laryngeal muscles. The patient reported to the healthcare professional that they thought their tremor seemed a little worse over the weekend. The cause of the return of tremor was unknown and the manufacturing representative did not know if the patient¿s implantable neurostimulators (ins) were turned off or if the patient had checked the inss. The manufacturing representative thought the patient may have psychological issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.